Event description:
It was reported via med watch mw5086370, that stent migration occurred. In (B)(6) 2016, an epic stent and non-bsc stent were selected for a stenting procedure to treat mays thurber syndrome. The epic stent was placed in the left iliac vein and a non-bsc stent was placed in the iliac vein on the right side. In (B)(6) 2019, the patient experienced a bike accident which resulted in CT scans of the head, chest and pelvis. Scans identified migration of two stents, one to the hilar region of the lung and another to the tricuspid valve. The cardiologist who performed the stenting procedure attempted to lasso and remove the stent from the tricuspid valve on. The stent broke off and 1cm by 3cm piece of stent remains in the tricuspid valve. The patient received a portable heart monitor which is displaying mini a fibrillations. The patient was placed on eliquis and is awaiting further evaluation and second opinion regarding the partial stent that remains in the tricuspid valve. Subsequent investigation has discovered that the stent migrated to the hilar region. No further patient complications were reported.